Event description:
It was reported that during a da vinci-assisted high anterior resection surgical procedure, the force bipolar instrument's jaws were broken so it was exchanged it with a new instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument and cannula were not removed together. The port incision was not increased in order to remove the instrument and cannula together. Additional ports were not placed. The issue involved jaws broken off at the distal end. There was no damage visible on the conductor wire (black cable).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have the grip along with the grey isolator piece be broken off. The broken grip was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The instrument was found to have a broken conductor wire inside the grey isolator part. The instrument failed the electrical continuity test. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. The complaint was confirmed by failure analysis. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing "off-label" surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.